Event description:
It is reported that upon impacting, the pin broke off from the liner impactor and remains in the humeral stem of the patient.

Manufacturer narrative:
Evaluation summary: as returned, the impactor exhibits fracture at the base of the post. The device has a potential field age of approximately eight months. The post may have fractured due to high, repeated impaction forces. The inner impactor is of the original specification, which is manufactured from 455 sst. To potentially improved performance, the material specified has since been changed to 13-8 sst, which is less notch sensitive. The exact cause cannot be determined with certainty. Evaluation: the fractured piece was not returned with the complaint for review and remains in the hole of the humeral stem. The returned portion of the impactor head meets specifications as measured. Device history records indicate device manufactured to specification.